Event description:
It was reported the pt lost stimulation due to the charger and programmer being unable to communicate with the ipg. A replacement charger was sent to the pt, but did not resolve the issue. The pt may undergo surgical intervention on a later date.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.